Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 41mg/dl and 64mg/dl compared to readings of 187mg/dl and 230mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing difference in values to be clinically significant. The length of sensor wear were 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly however, results were not within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck and puck pcba, no issues were observed. The sensor data in the initial scan was reviewed and no issues were observed in the attached sensor log file. The device was brought to the bench for testing. The returned puck was scanned on the evm (evaluation module), and then restored and reactivated using the ptugen4 tool. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor thermistor testing was both specification, indicating the sensor was providing accurate glucose readings. Poise voltage testing was performed using a digital multimeter and results were within specification. The observations mentioned in previous phase investigation were not confirmed. The reported event of low glucose readings was not confirmed. Accuracy tests were performed and voltage, current, and temperature readings were recorded. No abnormal errors were observed during testing and the returned sensor passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this investigation is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This also serves as a correction report section d1 (brand name) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 41mg/dl and 64mg/dl compared to readings of 187mg/dl and 230mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing difference in values to be clinically significant. The length of sensor wear were 2 days. There was no report of death, serious injury, or mistreatment associated with this event.